Event description:
It was reported that a hyperglycemic episode occurred while the participant was ¿sneaking into food,¿ indicating the event was associated with a missed meal announcement. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included outreach to obtain additional information about the event and blood glucose details. Investigation of this case revealed insufficient user follow-up to verify device performance, and available information suggests user-related behavior consistent with missed meal entry rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement.